Manufacturer narrative:
The pump was received with no button response due to an unlocked j2/lcd keypad connector. They were unable to perform the displacement test due to the no button response. There were no audio alarms or a constant tone that occurred during testing. There was no audio/beep anomaly noted. The pump was received with a cracked reservoir tube lip, a cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the pump had a constant sound and no buttons were working. Customer's blood glucose was 124 mg/dl at the time of the incident. Customer stated that she was out to dinner when the constant tone occurred. Customer stated that an alarm did not occur prior to the constant tone. Customer stated that the alarm did not clear successfully by pressing the esc/act buttons. Customer was advised to remove the battery for 5 minutes and to insert a new battery. Customer stated that the alarm did not disappear. Customer mentioned that when the constant tone came on, customer wasn't able to turn the light on. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.